Manufacturer narrative:
The patient's dob or age at time of event, weight, race, and ethnicity are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- japan. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used to treat the mid shunt. During the first inflation at 8 atm for 30 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.